Manufacturer narrative:
Follow-up # 1 (08/07/2013)-product evaluation: the subject meter was returned on 07/30/2013 and analysis completed on 08/02/2013 by lifescan product analysis. The reported complaint could not be confirmed. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient and/ or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter does not recall when the alleged issue began. The patient manages his diabetes with insulin therapy; however, it is not known what action, if any, the patient took in response to the reported power issue. It is also not clear if the patient tested his blood glucose with a back-up/secondary device after the alleged issue occurred. According to the csr¿s documentation, as a result of the alleged power issue, the patient reportedly developed ¿high blood sugars¿ an unknown time later; symptoms not specified. However, the patient reportedly did not receive any form of treatment after the alleged issue began. At the time of troubleshooting the csr noted the subject meter was misused. Replacement meter was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.